Event description:
It was reported the patient is not receiving effective therapy due to high impedances on 1 of the patients 2 leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000113356.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgery took place on (B)(6) 2022 where the lead was replaced. Effective therapy was restored.